Event description:
The customer reported that during a laparoscopic cholecystectomy, the surgeon noted that upon inspection of the trocar sites, there was a small burn on the port through which the spatula had been placed to achieve hemostasis on the liver bed. The burned skin on the right lateral port site was excised and the trocar sites were closed. No add'l info was made available by the site contact.

Manufacturer narrative:
(B)(4). The site has indicated that the incident unit will not be returned for eval. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.